Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, on the surgical stapling, the stapler was not able to fire. Both loads failed at the time of shot. The physician opened another loads with the same lot number to complete the case. There was no patient injury.